Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal nitonal foot plate failed to deploy.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Based on historical data, past complaint records have shown that the reported event may be related to the deployment sleeve not being placed in the full forward lock position or an obstruction to the anchor posting to the distal tip. The angio-seal device does not have a nitinol footplate as mentioned in the allegation. The anchor which is sometimes referred to as footplate is made of an organic copolymer. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.